Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 24 synergy ii des stent balloon was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and it got damaged. No patient complications were reported.